Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was found that the patient's right ventricular (rv) lead exhibited a high pacing impedance and high capture threshold, resulting in failure to capture. No intervention was performed. The patient was stable.